Event description:
It was reported that a pump declared an altitude alarm. There was no reported impact on the customer's blood glucose level, as the caller declined to provide blood glucose information. Technical support instructed the customer to clean the speaker holes and remove the current cartridge, but the issue persisted. A new cartridge was loaded, yet the alarm recurred. Technical support decided to replace the pump and cartridge, as the device was under warranty. The customer was instructed to use a multiple daily injection (mdi) as backup therapy and was guided on how to put the pump into storage mode before returning it. The customer was asked to return the problematic pump with a pre-paid label within 10 days.

Event description:
It was reported that a pump declared an altitude alarm. There was no reported impact on the customer's blood glucose level, as the caller declined to provide blood glucose information. Technical support instructed the customer to clean the speaker holes and remove the current cartridge, but the issue persisted. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy.